Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced pain around the ipg site which gotten progressively worst. The patient underwent an explant procedure and the explanted device was not returned.